Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, guiding the caller through the process. After the reset, the pump did not display the cgm error code again, and the caller successfully started a new sensor session.